Event description:
It was reported that a small volume infusor leaked from the filling port during filling. The device was being filled with a non-baxter 5fu. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review has been conducted which revealed product met all of the acceptance criteria for release. If additional relevant information is obtained, then a follow-up MDR will be submitted.